Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated insulin is squirting out during the manual prime. The customer stated the device piston continue to move forward after reservoir contact and insulin squired out. Customer stated that there is no numbers appeared on screen and no beeps heard. The customer tried with different set. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 error alarm during basic occlusion test and unable to prime during prime/a33 test due to protruded loose drive support disk. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.